Manufacturer narrative:
Sections with additional information as of 09-feb-2021: d10/h3/h6: products were returned for evaluation. Product evaluation results of reported defect not reproduced on returned meter and strips, most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Poor tech-inaccurate reference.

Manufacturer narrative:
Internal report reference number: (B)(4). Complaint for same customer, different products (replacement). Internal report reference number: (B)(4) - reference MDR-2020-00945). Incorrect meter was returned - test strips were returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the patient condition improved and initial concern is resolved - able to make contact with the customer on (B)(6) 2020 who stated that called her doctor on (B)(6) 2020 and told her to come in to the office saturday (B)(6) 2020 with her medications in order to review them. Note: manufacturer contacted customer in a follow-up call on 23-dec-2020 to ensure the patient visited the doctor and initial concern is resolved - able to make contact with the customer who stated went to her family doctor and was told to watch what she eats. Was told to continue taking the cholesterol medication. The nurse states the cholesterol medication is not elevating her glucose that it is the meter. Nurse states the meter at the office read normal. Customer is no longer experiencing symptoms and did not receive any additional medical intervention. Customer is comfortable with the glucose readings she is getting with the replacement products.

Event description:
Consumer reported complaint for high blood glucose test results accompanied by symptoms. The customer is concerned with tests results from all of the results obtained. The expected fasting blood glucose test result range is 160mg/dl fasting. The customer did report symptoms of headache. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is stored according to specification in the bedroom. During the call a back to back blood test was performed by the customer and produced test results of 265mg/dl fasting using the meter. The test strip lot manufacturers expiration date is 08/31/2021 and open vial date is (B)(6) 2020. The meter memory was reviewed for previous test result history. (B)(6).